Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Bleed-face [haemorrhage], stuck in face [face injury], brush is expelled from device, metallic portion of brush support stuck in face [injury associated with device], brush is expelled from device [device breakage]. Case description: an adult male consumer of unspecified age stated that the oral-b brushhead, version unknown was frequently expelled from the oral-b power toothbrush, even when it was new. He stated that sometimes the metallic portion of the brush support had been stuck in his face, even making him bleed; he clarified that he didn't hold the brush too strongly. Product use was ongoing, and this was not the first time the consumer had used this toothbrush. The case outcome was improved. Other relevant history: allergies - none. No further information was provided.